Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient's device was reprogrammed. The patient did not experience any adverse consequences.